Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm edge of cutter was sticking out a bit from where it normally is and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm edge of cutter was sticking out a bit from where it normally is and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for investigation. Signs of clinical use were observed, though no blood was detected. The safety lock was observed to be unlocked and the actuation button was fully depressed. The aortic cutter was received with the needle ejected, and further observation revealed the needle was bent. Based on the received condition of the complaint, the reported failure "premature deployment" is not confirmed, however the analyzed failure "material twisted/bent" is confirmed.